Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a trabecular stent implantation procedure, the omni surgical system minimally invasive glaucoma surgery was used for a forehand 180-degree canaloplasty. The stent wheel was scrolled forward, and the stent was extended approximately halfway into schlemm¿s canal before reaching a hard stop. The scroll wheel then became locked and could not be advanced further to release the stent or moved backward to retract the partially deployed stent. As the stent was pulled through the trabecular meshwork during device removal, a small goniotomy was performed because the scroll wheel would not retract the stent. The device was removed from schlemm's canal. A new device was opened and advanced into schlemm's canal using a backhand approach without complication. The replacement device functioned as intended. As a post-operative measure, the patient was prescribed with corticosteroid, fluoroquinolone antibiotic and nonsteroidal anti-inflammatory drops (pred-moxi-bromfenac). No patient harm was reported.